Manufacturer narrative:
We were unable to verify the defect described by the customer. We identified a different defect and repaired it using the measures listed in the "proof of repair". The following activities were performed damaged rf board replaced, defective power switch replaced, defective electrical connector replaced, damaged psu board replaced, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, 1hr.- output power test completed, functional test performed, electrical safety test acc. To iec 60601-1 completed, and safety test checklist enclosed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Unknown if device is being returned.

Event description:
It has been reported by the biomed technician that, an electrical shock occured when the device was plugged. The surgeon was about to start the procedure. No harm to the patient. The procedure was cancelled.